Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the wheel on the ventilator broke. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The reported device was investigated at the hospital by our field service engineer. The issue was resolved by replacing the verified broken wheels. Visual inspection of the received photographs of the device wheel shows clear signs of wear and tear. The broken wheel implies that the unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It¿s unknown to us under which conditions the reported wheel broke.